Event description:
During eval, the force sensor assembly was found to be damaged.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor assembly was found to be damaged.